Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft- bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the explanted pump had been returned for analysis (no product has been received as of yet).

Manufacturer narrative:
Initial interrogation of the pump upon receipt indicated as of (B)(6) 2018, the pump was delivering fentanyl (25.0 mcg/ml at 25.030 mcg/day), ropivacaine (1.2 mg/ml at 1.2015 mg/day), and clonidine (562.0 mcg/ml at 562.68 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis has not been completed as of date. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported a patient went into the hospital for an out-patient appointment and it was noted that their alarm was sounding. On interrogation by the pain nurse, it was found that the pump was in motor stall and had been in that state since (B)(6) 2018. It was reported the pump was interrogated on (B)(6) 2018 ((B)(6) time). No actions had been taken. Surgical intervention did not occur, and it was unknown if it was planned. It was reported the pump remained implanted an in service. There were no known contributing factors. It was unknown if the issue was resolved. The patient status was alive - no injury. No complications were reported. Pump logs were provided. The logs confirmed a motor stall had occurred on (B)(6) 2018 at 00:36. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2018 at 00:36. There was no indication of a motor stall recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.